Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been investigated. Upon receipt the trunk cable connector overmold was cracked and the electrode belt failed the incoming functional tests. Upon investigation the white (drvn_gnd) wire was open in the trunk cable connector. The cause for the test failure and the messages was the open wire in the trunk cable connector. The root cause for the open wire cannot be positively determined but is likely excessive force placed on the trunk cable connector. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report adjust belt messages. The pt was issued a replacement electrode belt.